Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms for three days and off no power alarms as well. The customer's blood glucose was ranging between 400 mg/dl and 500 mg/dl for four days. Troubleshooting for high blood glucose levels was done. The customer expressed feeling sick and nauseous as well as vomiting due to the high blood glucose levels. The customer was treated with manual injections. The customer stated she would call back in order to troubleshoot properly. The customer later stated that the insulin pump was dead and that the insulin pump was dying. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.